Event description:
It was reported that the external pulse generator (epg) displayed an error code when powered on. It was noted that the epg error code could not be cleared. The epg was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis of the external pulse generator (epg) confirmed the customer comment that the epg displayed an error code. Analysis also noted that the output connector assembly was broken, the battery wires were pinched with wire insulation not compromised, an extra tube was found inside the device, the display wires were pinched were pinched and insulation exposed and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.